Event description:
It was reported that the patient underwent a replacement of his inflatable penile prosthesis (ipp) as the device stopped cycling and the pump remained flat. Upon explant, a hole was observed in the device. Only the cylinders and pump were replaced. There were no patient complications reported.